Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device confirmed that the rx tunnel was detached. It was reported that the device was use in the scope with 3.2 mm working channel. The dfu states that the cre rx biliary balloon dilatation catheter is designed to pass through an endoscope with a minimum 3.7 mm working channel; the balloon was inserted in a smaller scope than indicated in the dfu which could cause the alleged issue. Based on the condition and evaluation of the returned device, the most probable root cause is failure to follow instructions since the problem was traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two cre rx biliary dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre rx biliary dilatation balloons were used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the black rx tunnel of the device was detached inside the patient. Reportedly, it was noted that the working channel of the scope was too tight during advancement of the device down the scope. The detached part was retrieved using a rat tooth forceps. The same issue occurred with the second cre rx biliary dilatation balloon and they completed the procedure at this time. There were no patient complications reported as a result of this event.